Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that the catheter was intact and so was needle of the IV set however safety lock did not engage properly leaving needled fully exposed. This also kept the IV catheter from fully advancing as it became stuck on the needle itself. Verbatim: rcc received a complaint via email. Email(s) attached. "22 gauge IV was used for patient. When inserting the IV the flash was achieved and attempt to slide IV catheter was initiated. Xxxx noticed a load crack and the IV catheter would no longer advance. IV was removed from patient, gauze placed over vein that was bleeding. Upon inspection the catheter was intact and so was needle of the IV set however safety lock did not engage properly leaving needled fully exposed. This also kept the IV catheter from fully advancing as it became stuck on the needle itself." This product issue below is for xxxxx, xxx and xxxx wanted you to be aware. We are having product issues with cathena 20 x 1 in xxx and having to replace lot numbers. The below issue was just shared with me from an issue in (B)(6), I will ask for a name/contact for the below issue. The cathena product issues have escalated to nursing and quality in xx and very serious.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.